Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported by registered nurse via fax that tego connectors were not lasting a week. The tego connector was not able to flush, and part of the tego hub was cracked. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).